Event description:
Pt underwent balloon stenting of the right femoral vein under ultrasound. During post dilation, the balloon sheared off, including the tip of the shaft of the balloon assembly. A venectomy was performed at that time and the entire sheared off segment, including the tip was retrieved.